Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction 3 issue was verified, but the cartridge leaking and bolus delivery issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and that the cartridge was leaking. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported "that her pump stopped all insulin delivery but after a few attempts she was able to deliver her bolus." Customer¿s blood glucose level was around 315 mg/dl.